Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. The leak was visually observed coming from the venous line. The venous line had a pin size hole in it and started to leak after the pt was put on treatment for an hour and a half. The machine did not alarm. Test strips were not used to confirm the leak. Estimated blood loss was 5cc. The pt had no adverse effects adn no medical intervention was required. The pt did not complete treatment. Sample is available for mfg eval and has been requested.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.